Event description:
It was reported that during a rotator cuff repair surgery, while deploying two (2) 2.8 mm q-fix anchors according to the standard and official surgical technique, the surgeon was in the final stages of tensioning to reach the limiting torque when both sutures of the devices failed and snapped at the base of the anchor shafts, leaving short tails that could not be utilized, the sutures were by manually running them out of the anchor. The procedure was resumed, after a non-significant delay, using an equivalent sn back-up on the originally drilled bone hole, no void was left in patient. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alter the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H11 h3, h6 the reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and identified two photos showing frayed suture ends from different angles. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review identified similar reported events; however, no trend has been observed for the reported event. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of suture specifications found the suture diameter and knot pull suture strength are specified and a certificate of analysis is required with each shipment. No recent changes on the manufacturing process were identified. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the failure include (1) excessive force (2) misalignment of the implant and inserter handle (3) bending or twisting the insert handle during insertion. Based on this investigation, the need for corrective action is not indicated. If any additional information related to this event is received in the future, this investigation will be reopened for evaluation.